Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device being used was believed to be a pce60a. Some bleeding did occur, but volume was unknown and the patient did not require a transfusion. The event was reported within the hospital as a staff error. No patient consequences were reported.

Event description:
It was reported that during a mitral valve replacement procedure, the tech loaded the stapler but forgot to remove the safety cap. Surgeon does not use these staplers often and applied the stapler to the atrial appendage and attempted to fire. No staples were able to form but the knife did advance two-thirds of the way cutting the appendage. Device was removed and the appendage was resected and sewed by hand. Case completed with manually. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60w reload was received partially fired. The cartridge reload partially fired is consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape.